Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On 06/18/2016, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high compared to feelings / normal results. The complaint was classified based on the limited customer care advocate (cca) documentation, as the reporter was unable/unwilling to answer many questions. The reporter was unable/unwilling to say when the alleged issue first started. He claimed that the patient obtained an unknown alleged inaccurate high result on the subject meter compared to meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter was unable/unwilling to answer how the patient manages his diabetes and claimed that the patient developed the symptom of sweating and lightheaded on an unspecified date and time before the alleged product issue began. The reporter detailed that the patient self-treated with food and or drink. No other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that the reporter was unable/ unwilling to answer questions. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
3500a supplemental report (follow up #1) should have included meter serial number (B)(4).